Event description:
Pt alleges receiving breast implants in 1975, and that mammogram revealed that one implant has ruptured. The rupture worries the pt greatly and she wants her implants removed and replaced.